Event description:
On 11/19/1999, the facility's purchasing agent informed the MFR's (MFR.) Rep of the following: the surgery dept informed her that the device was faulty and as a result, facility wanted to send it back to the MFR.; however, she did not have all the details on hand (i.e., catalog/lot# of the device, event date, pt ID, physician etc.). A blank product complaint report (pcr) form was faxed 11/19/1999, to her for completion. Upon completion, it would be faxed to the MFR. On 11/29/1999, the MFR rec'd the report via a fax that states the following: the physician removed the device in 1999. He stated that the device leaks. No further details were provided.